Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to position was unable to be confirmed. The reported difficulty to remove was unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal right coronary artery with mild tortuosity and moderate calcification. Pre-dilatation was performed and the 2.25 x 15 mm xience v stent delivery system (sds) was advanced, but met resistance with the guide wire; therefore, the sds was removed. During removal, resistance was noted again with the guide wire. A new xience v sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure.